Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is no longer receiving stimulation and is unable to communicate with or charge his ipg. He stated, he stopped using and charging his scs system a few months ago since his pain wasn't that bad. Surgical intervention may be pending to address the issue.